Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission noted that patient's device exhibited post paced t wave oversensing. No intervention was performed. Patient condition was stable.